Event description:
It was reported that, "in or around 2006," the plaintiff was implanted with a "pelvic mesh product, suspension device" to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that, as a result of having the implanted product the plaintiff has "suffered serious bodily injuries," including extreme pain, erosion of her internal tissues, dyspareunia, disability, mental anguish, "loss of capacity for the enjoyment of life," aggravation of a preexisting condition, and other injuries. It was also alleged that the plaintiff has and will in the future, experience significant mental and physical pain and suffering, corrective surgeries and medical treatment, and she has sustained permanent injuries.

Manufacturer narrative:
It is unknown what mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.